Event description:
The users performance with the device is affected. The user was re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00319. For further information please refer to this report.